Manufacturer narrative:
Concomitant product(s): product ID: 8780 serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient receiving morphine ( concentration 5mg/ml, dose 1.4020 mg/day) via an implantable pump. The indication for use was spinal pain. The patient reported that approximately 2wks prior to this report date, pain symptoms began to return. The patient also noticed bulging in the right mid back/flank region. A fluoroscopy was taken on this report date and swelling was noted to be at the anchor site. A dye study was also done and there was no cerebrospinal fluid return. Fluid was aspirated from the bulging site on the back and results of the fluid were pending. Surgical intervention had not occurred and it was unknown as to whether it had been planned. At the time of this report, the issue was not resolved.

Manufacturer narrative:
Concomitant product - product ID: 8780, serial# (B)(4), explanted: (B)(6) 2015 (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative on (B)(6) 2015 and it was reported that on (B)(6) 2015 the patient was taken in for a catheter revision. The hcp could not find anything wrong with the catheter. It was thought that it might be an issue with the connector port on the pump. The patient hadn't been getting therapeutic relief ever since the pump was placed even though they were increasing the dose. A catheter dye study and roller study were performed and did not show any issues. There were no volume discrepancies noted. During the case, after the catheter was removed from the pump, saline was pooling weird from above the pump connector on the pump. When they pushed saline through the cap (catheter access port) the fluid would come out a crack up high above the end of the catheter connector port; when they pushed fluid slow, it would come out the end of the port like normal. The pump and catheter were replaced. On (B)(6)-2015 additional information was received via a company representative and it was reported that the tested fluid that had previously been collected from the patient's back around where the anchor was came back on (B)(6)-2015 and indicated that the fluid was drug.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter reveal no significant anomaly, miscellaneous testing, catheter incomplete/returned in segments. Analysis of the pump revealed no anomaly. The outlet port and catheter access port (cap) was tested for leaks as follows: the outlet port was occluded and a 24 gauge non coring needle was inserted into the cap. The needle was then connected to the air pressure system and the pressure was increased to 30 psi. The pump was then submerged in a beaker of water for 60 seconds to test for leaks. No leaks were seen.